Manufacturer narrative:
The ca2 reagent lot number was 89430901 with an expiration date of 31-oct-2026. Calibration and qc were acceptable. The field service engineer (fse) found clotted vacuum tubing (black dusty biofilm) and chalky hard buildup in a solenoid valve. The fse replaced the tubing, cleaned the solenoid valve, and performed acceptable precision and qc testing. The investigation determined the event was due to a maintenance issue.

Event description:
The initial reporter questioned low results for 2 patient samples tested for calcium gen.2 (ca2) on a cobas c 503 analytical unit. Discrepant results were provided for 1 patient sample. The initial result was 3.73 mg/dl. Medical oncology requested repeat testing. The repeat result from a different c503 analyzer was 9.53 mg/dl. This result was believed to be correct.